Event description:
The pt stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery has not been scheduled.